Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that the up button had been working a minute prior to the call, but now none of the buttons worked. The customer's blood glucose was 520 mg/dl, which she treated with manual injections. The customer did not observe any significant events leading to the alarm, stating that the insulin pump had just been in her pocket and had been working up until about an hour prior to the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, and cracked reservoir tube lip.